Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that this complaint is a dup to (B)(4). This MDR will be voided.

Event description:
Dup to (B)(4).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 309653 batch#: 0118639. It was reported by the customer that they have received 50ml syringes that do not have markings at least 3 times recently. Rcc received a complaint via email. Email(s) attached. Please direct me to the appropriate contact if this should be sent to someone else. Children recently converted over to the bd syringes. I received a report from our clinical team that they have received 50ml syringes that do not have markings at least 3 times recently. Please see product info below and photo attached. I am not sure if the lot #s were the same for the other 2 occurrences. Please let me know if additional steps are needed to report this issue. Bd 50 ml luer lok syringe mfg # 309653, lot # 0118639.